Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Upon interrogation, the patient's rv lead was found to have over-sensing of noise, resulting in inappropriate high voltage therapy. The noise on rv lead was noted with the patient's arm movements. Surgical intervention was performed to resolve the malfunction on (B)(6) 2022, where an additional lead was implanted into the right ventricular apex. The patient's chronic rv lead remained implanted. The patient was stable throughout.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Upon interrogation, the patient's rv lead was found to have over-sensing of noise, resulting in inappropriate high voltage therapy. The noise on rv lead was noted with the patient's arm movements. Surgical intervention was performed to resolve the malfunction on (B)(6) 2022, where an additional lead was implanted into the right ventricular apex. The patient's chronic rv lead remained implanted. The patient was stable throughout.

Event description:
New information received notes that the event date was (B)(6) 2022.